Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts were damaged and pulled in a distal direction. The undamaged crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube kink 62 mm distal to the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The non-totally occluded, concentric, de novo target lesion was located in the moderately calcified left anterior descending artery. A 20 x 2.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.